Manufacturer narrative:
The hillrom technician found the left foot pedal needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on (B)(6) 2021 it is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot pedal control to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the head was rising on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).